Event description:
Implants in right knee (unspecified) (arthropathy). Left knee in bad shape (unspecified) arthropathy). Use cane and walker (unspecified) (walking aid user) knee pain (arthralgia). Case description: spontaneous report was received on 10/02/2012, from a patient (age and gender unknown/ not provided), initials (B)(6). The patient's medical history was significant for knee pain. On an unspecified date, the patient initiated treatment with synvisc-one (hylan gf-20), dosage regimen not provided, in an unspecified site. The lot number for synvisc-one was not provided. On an unspecified date, the patient underwent unspecified implantation in the right knee and had left knee in bad shape. On an unspecified date, the patient experienced knee pain and had to use cane and walker to walk. The action taken with synvisc-one therapy was not provided. The patient's outcome for all the events was not provided. Relevant concomitant medications were not provided. The intensity for all events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 10/05/2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.